Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("yes! Worse when they ruptured"), ovarian cyst ruptured ("yes! Worse when they ruptured"), genital haemorrhage ("bleeding/ spotting that is not during your cycles") and hepatic steatosis ("fatty liver infiltration") and was found to have hepatic enzyme increased ("high liver enzyme"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, ovarian cyst ruptured, genital haemorrhage, hepatic steatosis and hepatic enzyme increased outcome was unknown. The reporter considered genital haemorrhage, hepatic enzyme increased, hepatic steatosis, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: pelvic pain, ovarian cyst, ovarian cyst rupture, genital hemorrhage most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporters added. Events added hepatic steatosis, high liver enzyme. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("yes! Worse when they ruptured"), ovarian cyst ruptured ("yes! Worse when they ruptured") and genital haemorrhage ("bleeding/ spotting that is not during your cycles"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, ovarian cyst ruptured and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: pelvic pain, ovarian cyst, ovarian cyst rupture, genital hemorrhage. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received : reporters added. Event ¿medical device removal¿ was deleted. Events added- ovarian cyst , ovarian cyst ruptured, pelvic pain, genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e (essure) free') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.